Manufacturer narrative:
(B)(4)

Event description:
It was reported when an asymptomatic patient presented in clinic during follow-up, post-sensed t-wave oversensing was observed on the ventricular channel. Reprogramming changes were recommended. The patient condition is good. No further information is available.